Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion (pbd) and emitted battery depletion error code. This device was explanted and new device was placed. No additional adverse patient effects were reported.